Event description:
A customer reported that her son experienced a corneal ulcer following use of this product. On (B) (6) 2010, the consumer's mother stated the corneal ulcer had resolved. Additional info is expected.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 172298f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 172298f met all release criteria prior to product release. There is no similar reports for this lot. Additional info was requested by mail on 02/02/2010 and by phone on 02/19/2010. A completed questionnaire has not been received. (B) (4)